Manufacturer narrative:
Insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit was received with missing end cap sticker, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have high blood glucose of 496 mg/dl and 575 mg/dl, which was treated with manual injection. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did not contact healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Customer reported that dome lable sticker was missing. Insulin pump would be replaced.